Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery cap was not returned with the pump for investigation. A test cap was used to complete testing. There was no damage found to the battery compartment or the power circuit. A review of the pump history indicated rebooting had occurred, accompanied with "low battery" warnings and "replace battery" alarms. The battery voltage in the pump's black box history was observed to be low. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no alarms and no power issues occurring. A "replace battery" alarm was induced during testing, and the pump emitted the appropriate audiovisual alert. Investigation concluded that the reported reboots were due to weak batteries being used in the pump. There was no indication of a pump malfunction on investigation.

Event description:
The patient claimed that the animas pump will not power on. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The battery was replaced but the issue was not resolved with training. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).